Event description:
The hospital reported that during the saphenous vein harvesting procedure, the conical tip detached after it was inserted into the patient's leg. The surgeon noticed it right away that the bullet was loose and removed it from the patient. There was no other patient complications and the procedure was completed using new kit.